Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
Additional MFR narrative additional information: describe event or problem, if follow-up, what type?, evaluation codes, date received by MFR, type of reports.

Event description:
Complications post (pelvisoft, pelvicol) implantation: per reporter, patient had localized pelvic pain and recurrence of diagnosis in 2005.